Manufacturer narrative:
Conclusion: vasospasm is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (m1) using a penumbra system 5max reperfusion catheter. During the procedure, there was visualization of vasospasm within the distal internal carotid artery for which 2.5 mg of verapimil was slowly infused. A probable relationship to the penumbra system was adjudicated by the surgeon on (B)(6) 2014.